Event description:
It was reported that the device was in use for patient infusion. The reporter stated that after infusion was completed, the nurse removing the device from use noted leakage at the filter area. No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. Leak testing was performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter. Based on the evidence, the complaint was confirmed. The problem source of the reported event was manufacturing.